Event description:
Account reported via a follow-up phone call. It was reported that during a facial laceration repair, a pt's eyes were bonded together. The pt was taken to surgery to have the eyelids separated.